Event description:
Event description guidant received information that, during an attempted implant procedure, the pacing impedance of this defibrillation lead consistently measured >2500 ohms. It was reported that 20 different positions were attempted/tested prior to the lead being extracted.